Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed september 27, 2013.

Event description:
Per the clinic, the patient experienced otitis-media and meningitis, resulting in the decision to explant the device. The device was explanted on (B)(6) 2013 it was also reported that the meningitis has cured; however, it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4).